Manufacturer narrative:
(B)(4). The device was received with the top jaw almost shut and the articulation joint was slightly yielded. The device could not be analyzed for scratches or other marks on the electrode or ptc, due to the fact that the jaws could not be opened to full aperture. The jaw joint appears to be slightly bent. Due to the condition of the jaw, not all testing could be performed. There were no anomalies noted with the articulation of device. The I-blade does advance smoothly and to end of jaw. There is no evidence what caused the damage; a possible cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a robotic hysterectomy procedure while articulated, the device was difficult to close and open. A second device was pulled to complete the procedure with no patient consequence. One device to be returned for analysis.